Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome cannot be conclusively established through this evaluation. The account reported that the patient expired on (B)(6) 2021, the cause of death unknown, and the device will not be returned for evaluation. The account later reported that the death was not device-related, and the pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use rev. C, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death is unknown. Autopsy was not performed and the device will not be returned for evaluation.